Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an undefined alarm occurred and the pump time intermittently became incorrect. There was no reported impact to the customer's blood glucose level. Tandem technical support was unable to obtain any further information or perform troubleshooting.